Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a 25 millimeter (mm) non-medtronic surgical valve, the valve was deployed and recaptured 5 times. On the 5th attempt at 80% deployment, hemodynamic collapse was noted with shockable arrhythmias and electrocardiographic tracing which required cardiopulmonary resuscitation (CPR). The valve was recaptured and removed from the patient. Coronary angiography was performed and obstruction was detected in the left coronary trunk. Coronary angioplasty was performed with an image suggestive of obstruction in the distal third. A new valve was used and implanted successfully while CPR was performed and after angioplasty. The patient died the following day. The cause of death is unknown.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-23, serial/lot #: (B)(4), ubd: 22-oct-2022, UDI#: (B)(4), product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutr-23, serial/lot #: (B)(6), ubd: 26-nov-2022, UDI#: (B)(4). Additional information was received which indicated that the first valve was recaptured five times as the valve would not ¿stop at the ring¿. Per the physician, the leaflet of the native valve had caused the obstruction in the left coronary trunk. The three additional recaptures were performed due to the valve implant instability. It remained unclear if these three additional attempts and recaptures were performed with the first valve and first delivery catheter system (dcs). As reported, the previously reported tortuosity and ¿kneading¿ was in reference to the transcatheter valve¿s appearance. Despite returning the valve to saline, the valve structure did not return. As result, a second valve had been loaded onto the second delivery catheter system (dcs) and successfully implanted. The reported cause of death was a right coronary occlusion. The cause of the coronary occlusion was not reported. Per the physician, the valve nor the dcs caused the death. Updated data: d10 (reference to the reported active valve at the time of death), h6 - device and method code for the delivery catheter system (dcs). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: envpro-14, serial/lot #: (B)(6), ubd: 23-nov-2023, UDI#: (B)(4). Additional information was received which clarified that the first valve (d704523) was recaptured five times due to the dislodgement as the valve would move out of the annulus. An unspecified arrhythmia occurred after the fifth implant attempt. After these five attempts, this same valve was unloaded from the first delivery catheter system (dcs) and reloaded onto the second dcs. This valve was deployed and recaptured three times on this second dcs due to dislodgement, implant instability. The valve was not implanted as the appearance of the valve cells were crooked. As further clarified, the previously reported ¿kneading¿ of the valve was reference to a valve fold within the dcs. Per the physician, neither of the two dcs caused or contributed to the coronary occlusion. The cause o f the coronary occlusion was requested but not provided. Updated data: h6 device code and annex f. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in which the physician indicated that the leaflet of the pre-existing surgical valve prosthesis had obstructed the coronary ostium.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the subject delivery catheter systems (dcs) were discarded by the customer and as such no analysis could be performed. The first tra nscatheter valve was discarded, and the second valve remains implanted, therefore no product analysis could be performed. Procedural images were not provided for review. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut pro instructions for use (IFU), contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. In addition, the IFU instructs to inspect the capsule visually and tactilely for a misloaded bioprosthesis. In this case, the inspection process per the IFU was performed and identified the reported misload prior to introduction to the patient. No images of the capsule or fluoroscopy load check images were supplied to medtronic for review. Without the dcs for analysis or images to review, the reported misload cannot be confirmed. Recapturing is a feature of the evolut pro system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The report of valve d704523 being recaptured 5 times initially and after withdrawing from the patient and reloading onto a second dcs and then attempting to deploy and recapture three additional times is off label use. While recapturability is a feature of the enveor and evolut r system that allows for additional attempts at accurately positioning the valve, per the IFU, deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must then be removed from the patient. In addition, the IFU states to not load the bioprosthesis onto the catheter more than 2 times or after it has been inserted into a patient. If the bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter, do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Conduction disturbances are known potential adverse effects per the device IFU. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Coronary occlusion is listed in the IFU as a potential risk associated with the implantation of the device. It can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). In this case, the physician indicated that the leaflet of the pre-existing surgical valve prosthesis had obstructed the coronary ostium. Hemodynamic instability is typically related to patient factors, and/or procedural effects (sheath used, user technique, closure device, etc.). Additional information from the user stated that this "kneading" was a crooked valve cells /crumpled/ bent / infold appearance of the valve. Permanent deformation of the tav¿s nitinol frame can result from subjecting the device to extreme deformation conditions, such as those occurring during severe misloads of the valve into the dcs. While nitinol is a material which features ¿shape memory¿ and ¿super-elastic¿ material properties, extreme levels of strain/deformation beyond the elastic properties of the materials result in permanent/plastic deformation which is not reversed by warming the material. This event does not indicate a device malfunction rather a device misuse, where the user did not follow the instructions in the IFU. It was stated that as the case was a valve in valve case, with a pre existing surgical valve, that this may have been a contributing factor of the bent, crumpled, kneading, infolded issue that occurred with the first valve. The report of patient expiration the following day of the procedure was ascertained as being related to the procedure and not the result of either the valve or the dcs. In this event, neither an autopsy nor an explant was reported as being performed. A medical safety assessment was performed on these events and concluded that the primary event of coronary obstruction and subsequent death are assessed as not related to the evolut r valve based on physician notes that this was related to the pre-existing surgical valve leaflet covering the coronary ostia. A procedure- or valve-related death is an inherent risk when the patient condition is such that a bioprosthesis valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No allegations were made against the device, and there was no indication that a malfunction contributed to the reported events. Events of this type are currently trending within control limits, and no formal action is recommended at this time. A device history record (DHR) review and frame record review of both transcatheter bioprosthesis valves found that both valves were built to specification and met all inspections and acceptance criteria. No issues were noted that would have impacted this event. A DHR review performed on the dcs, there were no correlations/issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the valve was loaded one time and confirmed via visual and tactile methods. A misload was now reported with the initial attempted valve when loading to the second delivery catheter system (dcs). As reported, the valve appeared crumpled. Specifically, a bent strut identified via tactile method. Per the physician, as the case was a valve-in-valve case with a pre-existing surgical valve, this may have been a contributing factor of the infold. Calcification was not a factor. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5, h6 additional device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.